Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissored clips were noticed from one device and the other was difficult to open. Details of problems were not available but no injury to vessel was reported and device was manually opened. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(Device b): results: (returned empty); conclusions: device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and the locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.